Event description:
It was reported that a merlin.net transmission revealed that the right ventricular lead exhibited noise episodes. The patient was asymptomatic and would be monitored.

Manufacturer narrative:
(B)(4).